Event description:
It was reported that patient was revised on a right hip due to noise and pain. Revision of ceramic on ceramic to poly metal head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 32 ceramic liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.